Event description:
The patient reportedly lost lock between sound processor and the device. The patient was seen at the implant center for device evaluation. Testing performed confirmed that the device was no longer functioning. Explant surgery was scheduled.